Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days after the implant procedure, the implantable cardiac monitor (icm) was "sticking out of through the (patient's) skin." The device remains in use. No patient complications have been reported as a result of this event.